Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the improvement was good at first after the surgery, but recently the patient suffered from a leg twitch and the improvement of the stiffness was not very good. It was also difficult for the patient to turn over. Currently, the patient was hospitalized. It was unknown if the patient had 50% reduction in symptoms. No effective measures had been taken. Troubleshooting was unknown. The patient was currently observing in the hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the symptoms were relieved after program control.